Event description:
During refill, the patient was noted to have an excessive amount of residual volume left in the pump. She was also exhibiting some symptoms of withdrawal (not specified). The patient was brought to the office for a catheter access port study and then a rotor study. The catheter access port was accessed by the staff with what appeared to be some slight difficulty on initial aspiration, but then they were able to aspirate. The physician then performed a dye study utilizing omnipaque, and there was noted to be intrathecal spread of the omnipaque. A rotor study was then performed. The rotor was noted to move approximately 90 degrees, not sure exactly as to the reasons for the initial reservoir abnormalities. The pump is used to deliver fentanyl, clonidine, compounded baclofen and marcaine. The patient appeared to have no symptoms after the studies.